Manufacturer narrative:
Other, other text: investigation completed on a smiths medical 115v domestic w/h31b h1200 . The complaint of pressure chamber on left side of gauge not working was confirmed. When duplicating event, it was connected to h-2 pressure chambers onto regulated air supply, set to 5.6 psi (+0.0/-0.2), which revealed it was leaking air. The cause was isolated to ez deflate assembly tubing loose from the smc straight fitting connector due to wear and tear. Summary of repairs included: replaced both pressure chambers ez deflate valve, smc straight fitting, h-2 pressure gauge, and lcd label. Replaced old style float switch to new style float switch. Installed tempcheck test fixture e5993 due nov 2021. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. This device issue is not related to (B)(4).

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems pressure chamber on the left side the gauge is not working.